Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer drank some (B)(6) and took honey and then blood glucose was 35 mg/dl and blood glucose value from reported event was 123 mg/dl, 125 mg/dl. The insulin pump will not be returned for analysis.